Event description:
The patient reported that he had his implant replaced because the previous implant battery died. The patient stated that the device was supposed to last 10 years and that based on his settings the device did not last as long as they expected. The patient stated the implant has been dead quite a while. There was no symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.